Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4)

Event description:
The customer reported via phone call of hospitalized low blood glucose readings. The customer's blood glucose reading was 63 mg/dl. The customer treated with orange juice. The customer was hospitalized due to heart and kidney issues. During troubleshoot, the pump alarmed power loss alarm and post-reset ram crc alarm. The insulin pump will not be returned for analysis.